Event description:
(B)(6) reported an issue with the on/off button sticking and not always responding. There was no reported impact to the customer¿s blood glucose level. Suzanne declined a follow-up from technical support, and no further information was obtained.